Manufacturer narrative:
The astral device was returned to resmed. Evaluation confirmed the reported complaints. The main circuit board and pneumatic block were replaced to address the issues. The device was serviced and fully tested before it was returned to the customer. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf147) related to the main blower. The device was not in patient use when the reported event occurred.

Manufacturer narrative:
The astral device was returned to resmed for an investigation. Visual inspection of the device revealed contamination. Based on all available evidence and complaint investigations of a similar nature, the investigation determined that the reported complaint was due to contamination. Resmed¿s risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an astral device failed to complete its internal self-test and displayed an error message (sf147) related to the main blower. The device was not in patient use when the reported event occurred.